Event description:
Arjo received information from doctor, (B)(6) facility representative about an incident with arjo v4 ceiling lift involvement. A female resident suffering schizophrenia walked into another room during the night. She brought a chair from the hall, climbed onto the bed near sleeping resident, tied a kerchief around 2-point spreader bar and stepped off the bed. In effect, the resident deceased. Arjo representative went on site to gather more information and inspect the device. V4 ceiling lift was in good condition. The only malfunction was emergency stop cord, which had to be cut by the staff.